Event description:
It was reported that the pump usb port was observed to be damaged, resulting in the pump battery being unable to hold a charge. There was no reported adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.